Event description:
Revision total knee arthroplasty performed in 1999, implanting finn total knee prosthesis. Pt underwent additional surgery in 2001, to repair extensor mechanism and hinge related components were replaced. Upon removal, tibial bearing found to be worn.